Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed when the patient presented remotely through merlin.net transmission. There were false pause episodes due to loss of electrode contact in the pocket. Device was manipulated, and the signal was regained successfully. The patient was asymptomatic and will continue to be monitored.